Event description:
Pt transferred to this facility from outlying hospital for evaluation/treatment of chest pain and pericardial effusion. Also, noted with non-capture of pacemaker. Pt taken to or in 2006 for pericardiocentesis and repalcement of pacemaker and lead wires. The wires were noted to be fractured and not connected to the pacemaker.